Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. It was initially reported that the implantation date is (B)(6) 2008. New information received states that the implantation date is (B)(6) 2007. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that an (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 200cc saline breast prosthesis noticed a small lump on her right breast. The patient reported that all the saline from her right breast prosthesis left from this lump. The patient noticed that her right breast appeared smaller and that her bra felt different. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.